Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unreadable, as the display screen had rainbow lines and bars that blocked the graphics and text. Reportedly, the reason for the cracked screen was unknown. Customer¿s blood glucose was 78 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.